Event description:
The facility rep reported an infusion pump with failure code 703:00. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Thought requested, no add'l contact info was provided.